Event description:
After the scope was withdrawn during an endoscopic retrocholangiopancreatography, the distal cover was missing. The cover was retrieved through an unspecified medical intervention and the procedure was completed using the same device.

Event description:
No additional information received from the customer. This supplemental report is being submitted to correct the previously submitted report. Updated field: d4.